Event description:
On (B)(6)2010, a pt contacted the johnson & johnson (B)(4) affiliate to report experiencing an adverse event in the left eye (os) while wearing 1-day trueye narafilcon a product. Narafilcon a product is not marketed in the u.s. The pt reported experiencing "acute pain, different from stinging pain" the morning of (B)(6)2010 immediately upon insertion of a new contact lens. The pt reported immediately reporting to the (B)(6) eye clinic, diagnosed with corneal staining in the os and prescribed drops. The pt could not provide info regarding what drops were prescribed. The pt reported presenting to the (B)(6) eye clinic in the afternoon on (B)(6)2010 because "pain persisted." The pt reported being shown a corneal photograph and informed that there was "large staining on the center of black eye, the staining was like a cut in a longitudinal direction and fine staining was found around it." The pt reported presenting to the (B)(6) eye clinic on (B)(6)2010 where the product was prescribed and told that the "corneal surface was not smooth" and the "visual acuity was rather poor" in the os. On (B)(6)2010, the (B)(6) eye clinic was contacted for info. A staff member reported that the pt's medical record confirmed the pt presented (B)(6)2010 with c/o pain os upon insertion of a contact lens that morning. The pt was diagnosed with corneal erosion os, instructed to discontinue contact lens wear and to continue using the ofloxin 0.02% drops and discontinue using the flumetholon drops that the pt was prescribed at the (B)(6) eye clinic earlier that morning. The medical record also indicated that the pt's va was about 0.1 (20/200); it is unk if this va is with correction. The treating eye care professional did not "know whether the symptom require hospitalization or vision loss" because the pt did not return to the clinic for follow up. On (B)(6)2010, the (B)(6) eye clinic was contacted to conduct a medical interview. A staff member reported that the pt's "symptom was improving" as of (B)(6)2010 and refused to provide any additional info. No additional info is available at this time. The lot number of the product in question is unk. The product in question was not returned for eval. This event may represent a significant decrease in va and is therefore being reported as worst case. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No eval will be performed. No conclusion can be drawn.